Manufacturer narrative:
(B)(4). Date sent: 4/18/2016. Information was not provided by the contact. Batch # (B)(4). Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was any portion of the target tissue stapled or cut when the battery died? If yes, were the staple line and cut line approximately equal in length? What troubleshooting steps were attempted to open the device (knife reverse button, manual override)? Did the jaws of the device eventually open? If no, how was the device removed from the tissue? What was the product code of the cartridge (gst60w, ecr60b, etc.)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? The analysis found that one plee60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. A gst60w cartridge reload was received partially fired 1/4 consistent with an incomplete or interrupted cycle. Please note that if the instrument is partially fired, remove the instrument and slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the doctor was performing a robotic radical prostatectomy and the device didn't staple all the way through the tissue, the battery died and the device got stuck on the tissue. It was not reported how the device was removed from the tissue or how the procedure was completed.